Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device explant procedure due to battery advisory, rv single coil lead was used with a port plug which was too short to connect to the new generator port. A new port plug was used. Patient was stable.

Manufacturer narrative:
Manufacturing report 2938836-2016-16103, should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by st. Jude medical.